Event description:
It was reported that the pulse generator exhibited loss of capture during an auto capture test. The patient lost consciousness. The autocapture was disabled and the patient was ok after.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.